Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The reported alarm was confirmed in the alarm log, as well as by functional testing. The cause of the f-94 alarm was determined to be a depleted main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.